Event description:
It was reported that the patient had an artificial urinary sphincter implanted in 2020. The patient reported that the device worked great during the day. Upon having intercourse, the patient would squirt urine. After the second time, the patient tried to duplicate the squirting and was able to squirt in the shower while not excited at all. The patient indicated he did not experience this prior to the implant.